Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated was selected for atrial fibulation (af) procedure. It was noted that when the doctor flexed catheter temperature is increased more than 50 degrees celsius. The catheter was replaced with another of the same and the procedure was completed without patent complications being reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Visual inspection of the device showed no obvious visible defects however there was dried saline on the distal end. Electrical continuity checks revealed no electrical opens or shorts, all electrode/ thermocouple/magnetic sensor resistances measured in specifications and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested, the lumen pressure decay was measured three times. Pressure decay values did not pass specifications, indicating a fluid leak inside the shaft. The tip was immersed in saline for approximately 30 minutes; the immersion did not include the bond between the tip and shaft. The impedance between the tip and thermocouple remained electrically open. The device was connected to a metriq pump while the tip was immersed in saline. The pump speed was set to 30ml/min. The impedance between the tip and thermocouple remained electrically open. The device's sheath was cut near proximal the butt bond and plugged with adhesive. The device's lumen was leak tested again, the lumen pressure decay was measured three times, starting with 107 psi. Pressure decay values all still did not pass testing. The inside of the proximal to the butt bond was dry however some evidence of corrosion was on the guide coil. There was evidence of dried saline was visually confirmed proximal the butt bond in the lumen insulation tube. The handle was dissected into two halves. The inside of the handle was dry however some evidence of corrosion was on the guide coil near strain relief. The exact location of the lumen leak could not be determined other than in the strain relief area. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated was selected for atrial fibulation (af) procedure. It was noted that when the doctor flexed catheter temperature is increased more than 50 degrees celsius. The catheter was replaced with another of the same and the procedure was completed without patent complications being reported.